Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement, self test and the delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleges insulin pump was over delivering. Customer's blood glucose value was 68 mg/dl and current blood glucose value was 170 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with food. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.